Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient¿s daughter had a both of their pumps had alerted during the night while the patient had been sleeping, indicating a downstream occlusion. The patient stated that they had silenced the alert and the medication had continued infusing without any issue. The patient had further reported that during the day, no problems had occurred. The pharmacist had reviewed that this might have been due to a kink in the tubing, which had led to high pressure. The patient stated d that they had not checked for any blockage or kink in the tubing when the alarm had gone off, as it had happened while they had been sleeping. Veletri sdv ¿ 49 ng per kg per minute. Since the infusion had been life-sustaining, the outcome of the event is ongoing. No patient harm or no patient injury occurred.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.